Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet displayed only part of the user interface and showed delayed or unresponsive behavior to the sleep/wake button, despite power cycling and confirming current software; the issue was characterized as a key or button unresponsive problem associated with the switch/relay component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and review of user-provided video, as well as analysis of the information supplied by the user. Investigation of this case revealed an electrical problem consistent with an unresponsive wake button and a failure involving the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.